Event description:
The hcp reported the pt had been experiencing some withdrawal symptoms after the last refill, "but difficult to tell with progression of disease." At the last refill, the expected reservoir volume was 1.4ml and the actual reservoir volume was 18ml. A follow up report will be sent when additional information is received.